Event description:
It was reported that the patient got shocked for apparent supra ventricular tachycardia (svt). Episode text states and electrocardiogram (egm) confirms that high rate timeout expired. There is some noise on the far field egm at the point where ht happens and anti-tachycardia pacing (atp) occurs. This leads to the 8 wavelet complexes to not match, just coincidental with hrt expiring. With no myo noise (as is most of episode) wavelet apparently matches. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).